Event description:
On (B)(6) 2012 new information notes that the lead was explanted and replaced on (B)(6) 2012 due to lead dislodgment.

Event description:
It was reported that the lead exhibited no sensing and no capture due to dislodgment. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.